Event description:
A facility reported that an unspecified patient injury occurred in connection with the mayfield modified skull clamp (a1059). The customer is not sure if its device or user error. Additional information has been requested.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit was unable to duplicate slippage. The lock is loose, but when the clamp is properly positioned and put under pressure, it would not move. The unit was sent to quality engineering (qe) for further investigation due to reported patient injury. Qe confirmed the findings of the service & repair report and noted that the unit was in worn condition, had movement in the lock, and the lock had little resistance to swivel to the locked position. No additional device deficiencies were found. General cleaning and maintenance will be performed, and all worn components will be replaced with new parts. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The lock is loose, but when the clamp is properly positioned and put under pressure, it would not move. It is with recommendation that the unit receive a preventative maintenance service. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.